Event description:
Reporter claims the user was in the kitchen getting some tea when they propped themselves with the left side of the breezy wheelchair and the wheel lock did not hold, slid from the left causing them to fall and break their hip. An ambulance came to pick them up and explained to supplier that the wheeel locks were in tact on the chair.